Event description:
At about 4 years after the primary, the patient came in reporting pain due to a leg length discrepancy and the cause is unknown. The surgeon revised the head and liner and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on (B)(6) 2023: lot 189648: (B)(4) items manufactured and released on 12-feb-2019. Expiration date: 2024-01-30. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event during the period of review. Additional device involved batch review performed on (B)(6) 2023: liner: mpact 01.32.3644hct flat pe hc liner ø36/e (k103721) lot 1901464: (B)(4) items manufactured and released on 16-april-2019. Expiration date: 2024-04-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Clinical evaluation performed by medacta medical affairs director: revision 4 years after the primary tha. The patient came in reporting pain due to a leg length discrepancy. The surgeon revised the head and liner and the surgery was completed successfully. There is no reason to suspect a malfunctioning device.